Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration date and device manufacture date were reported as unknown on the initial report. And have been updated accordingly. Therefore, UDI: (B)(4). Investigation summary: the device was returned to mitek for evaluation. Mitek, then conducted visual inspection of device received. Upon visual inspection of the device, it was observed, that the anchor sheet is broken into three pieces. A manufacturing record evaluation was performed, for the finished device lot number and no non-conformances were identified. As part of mitek¿s quality process all devices are manufactured, inspected and released to approved specifications. Based on the visual inspection findings, this complaint was confirmed. A possible root cause can be attributed to procedural variables, such handling of the device or product interaction, during procedure. The screw may not have been inserted along the tunnel. And consequently, cause damage to the sheath. As per, instructions for use (IFU): failure to insert the screw along the tunnel axis may result in device damage. Guidewire use is recommended. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the healthcare professional in china that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2023, it was observed that the biointrafix tbial sh lrg 30mm device was broken off, then removed all the broken parts. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.